Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was able to obtain some additional information during a follow up call on (B)(4) 2012. However, the call was disconnected and the mss was unable to obtain all of the information sought and so the complaint was also classified based on information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012, at an unspecified time. The patient claimed that the subject meter was reading 50-70 points higher than his 2 back up meters (unknown types). The patient claimed that he was administering himself insulin based on the results obtained on the subject meter and that on several occasions his blood glucose 'dropped below 50 mg/dl' (unspecified date/times). The patient informed the mss that he had 'passed out' as a result of administering too much insulin at an unspecified time (after the alleged issue began). The patient also told the mss that he mistakenly used the subject meter on (B)(6) 2012 and administered insulin based on the result obtained (unknown result) and 'passed out' for a second time. It is not known who found the patient or how the patient was treated on the days he 'passed out' or how he was treated on the days he reportedly obtained blood glucose results 'below 50 mg/dl.' The patient mentioned managing his diabetes with insulin (no adjustments) and told the cca that he administered himself 6-8 units of novolog insulin for a week as a result of the alleged issue (unknown dates/times). During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using good/unexpired test strips. During troubleshooting the patient did not have control solution to perform a control test. The alleged issue was resolved with troubleshooting. However,replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported 'passing out' as a result of administering his self too much insulin do the alleged inaccurate high results being obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.